Event description:
It was reported that prior to an unk procedure, the tip flew off. The piece did not fall into the patient. Used a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Serial #=na.